Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A technical support specialist (tss) reset the cubex application and that allowed the drawer to open. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the drawer was not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.